Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 316 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and alarmed during prime test due to moisture damage on the force sensor resistor noted also, moisture damage was found on all the electronic assemblies and corrosion was found on the vibrator motor assembly and motor assembly noted. The operating currents are within specification and passed self-test, off no power test, a21 error test, displacement test and rewind test. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained end cap sticker.